Event description:
It was reported that the physician was performing angioplasty and stenting in the distal sfa of an obese patient. The artery was heavily calcified and had a resistant lesion. The physician was able to advance a wire, but dissected the entire sfa and needed to place a stent as a bail out in the distal sfa/proximal popliteal. The physician began to deploy the stent using the trigger method and deployed about 3 mm of the stent, where it was noted to have wall apposition; at this point, the trigger would no longer retract and when the physician tried the trigger, the blue other catheter snapped off of the delivery system. The physician then tried to retract the entire system out of the patient; however, the blue catheter remained in the patient with the stent still inside the blue catheter. The physician was able to pull the blue catheter out of the patient. Upon removal of the blue outer catheter, the physician realized the stent was no longer in the catheter and the stent was confirmed to have been deployed in a non diseased segment in the proximal sfa. There was no injury to the patient.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The stent remains implanted; however, the delivery system has been returned for evaluation and the investigation is currently underway.